Event description:
The patient developed an infection and there was suspected vegitation on the lead. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the defibrillation conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the proximal conductor had wear, the outer tubing was kinked/buckled, outer tubing overlay with cosmetic environmental stress crack, the outer tubing had cosmetic environmental stress crack breach (non electrical), the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and there was apparent explant damage. It cannot be determined at this time how the blood entered the right ventricular and superior vena cava legs. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.